Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure while removing a 3.5mm locking screw, the edge of the screwdriver broke. The account could not find the broken fragment.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the screwdriver was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot. The fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The tip of the screwdriver was strongly twisted before it broke. This is an indication that too much torque, far over the calculated design, was applied onto this device and that a mechanical overload caused the breakage. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.